Event description:
The customer reported via phone call that she stopped using the insulin pump due to a button error. Customer stated that the button issue has been going on for the past 2-3 years and she attributed it to the heat. Customer stated that once in a while the buttons would not work. Customer tried to bolus and could not activate it to work. Customer changed the battery and reverted to injections. Customer stated that this is the first time she has received a button error. Customer's blood glucose was 127 mg/dl. Customer stated that it was not hot or humid. Customer had the pump under some layers and was out working in the field. Customer's blood glucose was 175 mg/dl at the time. Customer was trying to use the up button and the act button would not work. Customer stated that the pump only beeped once. The pump also has cracks on the corners of the screen and on the reservoir. The screen is also slightly scratched from normal wear. Customer was advised that the pump will need to be replaced.

Manufacturer narrative:
All of the buttons functioned properly during testing however, moisture damage was found on the keypad traces during visual inspection. No button error alarm during testing. The device alarmed compromised force sensor system during prime test due to faulty force sensor resistor. The device had cracked reservoir tube lip, case cracked at the display window corner, minor scratches on the lcd window, cracked lcd window, scratches on the reservoir tube window, case cracked at the reservoir tube window corner, and reservoir tube window cracked.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.